Event description:
"Atrial bipolar lead impedance warning on (B)(6) 2023. Measurement within expected range on (B)(6) 2023. Possible atrial lead undersensing, some atrial events appear to be falling in blanking/refractory at times." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).